Event description:
According to the facility, doctors are finding white fibers in the eye while using the packs after implanting the lens.

Manufacturer narrative:
According to the facility, doctors are finding white fibers in the eye while using the packs after implanting the lens. The doctors removed the fibers from the eye with an ia handpiece after implanting the lens. The facility stated there was no serious injury or medical follow up and that there was no impact to the patient or procedure. The procedures were completed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.